Event description:
An end user called in stating she noted a one inch border of purplish blue skin immediately surrounding her stoma for the past 6 months. The end user also stated there was one incident of bleeding from her stoma.

Manufacturer narrative:
Based on the available info, this event is deemed a serious injury. The end user stated her stoma measures 32mm, protrudes less than one half inch and her umbilicus is near the stoma. The end user stated she changes her pouch every 3 - 5 days. The end user also stated she used unisolve, a skin prep, stomahesive powder and stomahesive paste. The end user a saw doctor in (B)(6) of 2013, who, she stated, questioned if end user has a liver related diagnosis and recommended applying a cool compress to her stoma if any there was any bleeding. The end user also saw a local ostomy nurse on (B)(6) 2013 who changed the end user to an alternate product. No add'l pt/event details have been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for evaluation is not expected. Note: the actual date of event is unknown, so the date used was the date convatec became aware.